Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of a falsely elevated atellica im high-sensitivity troponin I (tnih) result for a patient sample. There was no issue with the quality control (qc) for troponin. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for a patient sample. The initial result was reported to the physician(s), who questioned the result. A second sample was requested and tested. The result was lower than the 1st sample result. The physician requested the first sample to be repeated. The repeat result was lower than the initial result. The second sample was also repeated, and the result was comparable to the initial lower result. A corrected report was issued. The lower results were in line with the normal test for the electrocardiogram. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih patient results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00085 on april 18, 2023. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of a falsely elevated atellica im high-sensitivity troponin I (tnih) result for a patient sample. May 23, 2023 additional information: a siemens field service engineer (fse) was dispatched to the customer's site. During this visit, the fse checked the secondary vacuum and adjusted from 2.8 to 2.4; checked the aspirate and wash dispense for all aspirate probes and were acceptable; and checked the sample probe vertical and rotational alignment and was acceptable. Siemens reviewed available information to evaluate for a potential product problem. The quality control (qc) was within acceptable limits at the time of the incident. There were no other affected results around the time of the incident. The instrument team completed a file review of the system auto-check and log files. No issues were identified that could cause the initial discordant result. Pre-analytical variables can affect the quality of the sample. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.